Event description:
On 12/11/91 a brand new light source was unboxed. Later that morning I turned it on and let it run with the light on for several minutes. At that time I noticed the light flicker then extinguish, immediately I smelled something in the light source burning. Immediately I unplugged the light source. Then I contacted the manufacturer by phone.note: when packaging the machine for re-shipment to the manufacturer, I could hear something rattling around inside the machinedevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: manufacturer. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.